Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the measured oxygen content was 100% in central control monitor, but oxygen (o2) sensor of customer located outside the unit measured 92%. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.